Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between july 10, 2024 ¿ july 12, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors were almost empty before the expected infusion time (5 days). This occurred during patient infusion. The devices were filled with 2900mg and 3000mg fluorouracil (5-fu) in 240ml 0.9% sodium chloride respectively. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.